Event description:
Boston scientific received information that the field representative contacted boston scientific technical services (ts) to discuss programming options for a patient who had a syncopal episode for an unknown reason. Upon interrogation it was noted that atrial tachy response (atr) episodes had been recorded and that the lead impedance measurements were within normal limits. Ts discussed programming to elimination or expedite atr's and suggested further troubleshooting relating to the integrity of the system. Isometrics were performed and no noise was seen on the electrogram. No programming changes were made to the system. The cause of the syncope remained unknown. No further patient adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.